Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarm while changing power sources, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review with no specific issue noted. Technical service reviewed the submitted log file and replied to the customer. The log file captured a loss of external power event while changing power sources; both power leads were disconnected from the controller while installing the mpu. The controller event log file contained approximately 8 days of patient event data. There was one brief loss of external power event that occurred while the patient was switching from battery to mpu power. The event was approximately 2 seconds in duration. The controller operated on backup battery power during this period. There was no loss in pump operation. The issue resolved as the patient completed the power source exchange. The mpu was kept in use; no product was returned for evaluation. The customer reported that there were no environmental issues associated with the loss of external power events. The loss of external power event was confirmed in the log file and the reason for the loss of mpu output appears to be user related as both power leads were momentarily disconnected from the controller. The mobile power unit (mpu) assembly was made in sep 2019. The unit was packaged and placed into stock on oct 4, 2019. The unit was sent to the customer on nov 5, 2019. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate 3 lvas patient handbook ¿at least one system controller power cable must be connected to a power source ¿ either the mobile power unit or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿ and heartmate 3 lvas instructions for use (IFU). Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had routine log files sent for analysis. No external power alarms were found during the analysis of the log files and it was observed that the patient may have disconnected both power leads while changing over power sources. It was also noted that it was possible the mobile power unit (mpu) came loose from the outlet when the patient connected to the mpu, and the site was unable to confirm the circumstances.